Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, lot/serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; ubd: 08-mar-2014, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving 25 mg/ml of morphine at an unknown dose via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported in (B)(4) 2017, the patient had a computed tomography (CT) myelogram and had a granuloma around the catheter. The patient reported they would go for another CT soon. The patient stated about a year ago, they were being weaned off the dilaudid 9mg a day. The patient currently had morphine in their pump, 25 mg/ml. The patient stated they were on such a low dose their refill date was ¿a year,¿ but they go in every 3-4 months because the drug would go bad. The patient stated they were on saline for 2 weeks (as of (B)(6) 2017) and the pain was bad. The patient was being switched from dilaudid to morphine. On (B)(6) 2017 the patient passed out twice in one night from hurting so bad. The patient fell and hit their head. The patient stated they finally refilled the pump. The patient stated they had the granuloma on their catheter back then and they must not have wanted to do anything about. The patient reported it was putting pressure on their spine. From just above their knees all the way to their toes, it was reported it tingles on the outside and burns on the inside. The patient stated if they sat down or bent over to touch their knees it would stop. The patient said that now that they were on morphine and got re-programmed the patient was doing well. The patient stated they started pump therapy 12.5 years ago with a 1 mg dose and escalated up. The patient reported they have had a miserable year since they took that last mg of dilaudid. The patient was getting less than a quarter of a mg a day and told their doctor they wanted to increase the drug. The patient¿s doctor increased the drug the day before ((B)(6) 2018) by 35.2% and gave the patient an extra bolus. No further complications were reported or anticipated.